Manufacturer narrative:
(B)(4). Investigation completed and meter evaluated on 04/06/2016 with no results in memory - last error e-48. The root cause is foreign material on the strip connector (substance like blood and control). On 3/18/2016 manufacturer called customer for follow up, but unable to make contact.

Event description:
Customer complains of an e4 error message. Customer is feeling lightheaded, dizzy and off balance. Customer states that she was getting the error as soon as the strips are inserted into the meter. Customer inserted the strips with the blood into the meter. Customer purchase the meter 4 days ago and is unable to use it. Verify that customer was not inserting the strips in the meter correctly customer advice to seek medical attention. Customer states that will get something to eat first and if the condition get worse customer stated will contact her dr.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Device evaluation in progress. Manufacturer contacted customer within 24 hours to ensure the customer was no longer experiencing symptoms; customer reported the condition has improved,customer contacted the doctor,who advice to go to the hospital if the condition worse, monitor her condition, aware what eats and to get plenty of rest. On (B)(6) 2016 manufactured called for follow up phone call, unable to talk to customer.

Event description:
Customer complains of an e4 error message. Customer is feeling lightheaded, dizzy and off balance. Customer states that was getting the error as soon as the strips are inserted into the meter. Customer inserted the strips with the blood into the meter. Customer purchase the meter 4 days ago and is unable to use it. Verify that customer was not inserting the strips in the meter correctly. Customer advice to seek medical attention. Customer states that will get something to eat first and if the condition get worse customer stated will contact her dr.